Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a low blood glucose level of 50 mg/dl. The caller was the customer's neighbor stated that there they found the customer hunched over outside in his tractor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.